Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that there was pain at the battery pocket site. There were no contributing factors noted. A pocket revision was performed to make the pocket deeper so that the implantable neurostimulator could get a little deeper and tyrx was used. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported there were no circumstances that led to the issue and it has been moving around and sticking out since their first surgery. The hcp instructed the patient to give it time to see if it got better. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since around the beginning of (B)(6) 2019, the ins site located in the patient's left flank was uncomfortable at times and bothering the patient. The patient felt like the ins was sticking out at times and moving in the ins pocket. The patient spoke with their doctor who had reviewed that the pocket site could be revised. The patient refused to do a revision at this time. The cause of the issues associated with the ins site was not determined or available at the time of the report. The rep met with the patient on (B)(6) 2019, and did an impedance and connectivity check and they did not find any abnormalities. The issue was not resolved as of (B)(6) 2019. No further complications were reported or anticipated.